Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The image flickered suddenly. The user could not see the image clearly. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
Evaluation summary: leakage of scope leaded to water inflow the ccd , ae-p1 and even the pcb board, which caused image problems. The scope was repaired by the third party and returned to the hospital. Correction information: follow up #1, coding changed based on the investigation result. Additional information: this device was serviced by a third party, device manufacture date.